Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system intermittently displays black images or half images, and images that would not rotate. System operates as intended.